Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, approximately 20 to 30 minutes after the right ventricular (rv) lead was placed, the patient showed low blood pressure (bp). An echocardiogram was obtained, and cardiac tamponade was noted. It was suspected that perforation had occurred during rv lead placement. An emergency pericardiocentesis was performed, and medications/fluids were given for the low bp, after which the patient stabilized. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.